Manufacturer narrative:
Follow-up # 1: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when a medical surveillance specialist (mss) made a follow up call to the patient. The patient alleged product issue has been ongoing for an unspecified time. The patient manages his diabetes with insulin (self-adjuster) and as a result of the alleged inaccurate high readings he would increase his dose of insulin accordingly, often resulting in him feeling ¿hypo¿. The patient reported that this culminated on (B)(6) 2015, around 12:00 midday to 12:15pm when he experienced a hypoglycaemic excursion which resulted in him crashing his car. Emergency medical services (ems) was called and he reported that he obtained an alleged inaccurate high blood glucose result of ¿4.0mmol/l¿ on the subject meter compared to ¿2.9mmol/l¿ on the ems meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets lifescan¿s criteria for accuracy. The patient stated that shortly afterwards he was treated by a health care professional (hcp) with glucose tablets/gel. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient used the correct testing steps and used an approved sample site to obtain the blood samples. The test strips were stored correctly and within their expiry date, additionally the test vial was neither broken nor cracked. Csr confirmed that the patient did not have any control solution to complete a test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, altered his medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes which required hcp intervention, after the alleged meter issue began.